Manufacturer narrative:
This MDR was generated under protocol (B)(4)., as a result of warning letter (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the plunge lever would not retract all the way back. Customer's reported issue was duplicated during flow test. The root cause of the reported issues was determined to be normal wear; device was over twelve years old. One of the teeth on the gear cam plunger was broken off in the plunger head causing the plunger not to retract all the way back. This non-performance condition was likely caused by normal wear. Actions taken to mitigate the reported issue: replaced gear cam plunger. UDI information is unknown.

Event description:
It was reported that the arm for the syringe moves freely all around. No patient injury reported.